Event description:
This is a spontaneous case report received on 04-may-2016 from a female patient of unspecified age via regulatory authority ((B)(4)) in (B)(6). It refers to herself, who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2014 for sterilization. In (B)(6)-2014, the patient experienced back pain, severe weight gain ((B)(6) kg), fluid and swollen in the body, breathlessness, chronic menstrual pain radiating towards the back, joint pain, hair loss, decrepit, tingling in hands, arms and feet, numbness in hands, arms and feet, tiredness, headache, blood sugar drop, pain in ovaries and uterus, and balloon-like abdomen (as in pregnancy period of six months). The outcome of events was not recovered / not resolved. The patient was seeking help to surgically remove essure. She stated she was fully healthy before essure insertion. The side effects resulted in hospitalization and handicap. Correction done on 10-may-2016 based on information received on 04-may-2016 case was not considered medically confirmed. Company causality comment this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had back pain, chronic menstrual pain radiating towards the back and pain in ovaries and uterus after essure (fallopian tube occlusion insert) insertion. According to her, the events resulted in hospitalization and handicap. She was seeking help to surgically remove essure. These events are listed in essure's reference safety information. In this particular case, the consumer stated the events started 2 months after essure placement and no alternative explanation was provided. Although limited information was provided, considering events' nature and based on essure safety profile, causality with the suspect insert cannot be excluded. Other events were also reported: severe weight gain ((B)(6) kg), fluid and swollen in the body, breathlessness, joint pain, balloon-like abdomen (as in pregnancy period of six months), hair loss, decrepit, tingling in hands, arms and feet, numbness in hands, arms and feet, tiredness, headache and blood sugar drop. This case was regarded as an incident, due to the serious injury reported (hospitalization, handicap, possible surgical intervention to remove essure). A product technical analysis is being sought. No active follow-up will be pursued, since this is a health authority case.

Manufacturer narrative:
Follow-up received on 25-may-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: in this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-may-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Back pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had back pain, chronic menstrual pain radiating towards the back and pain in ovaries and uterus after essure (fallopian tube occlusion insert) insertion. According to her, the events resulted in hospitalization and handicap. She was seeking help to surgically remove essure. These events are listed in essure's reference safety information. In this particular case, the consumer stated the events started 2 months after essure placement and no alternative explanation was provided. Although limited information was provided, considering events' nature and based on essure safety profile, causality with the suspect insert cannot be excluded. Other events were also reported: severe weight gain (14 kg), fluid and swollen in the body, breathlessness, joint pain, balloon-like abdomen (as in pregnancy period of six months), hair loss, decrepit, tingling in hands, arms and feet, numbness in hands, arms and feet, tiredness, headache and blood sugar drop. This case was regarded as an incident, due to the serious injury reported (hospitalization, handicap, possible surgical intervention to remove essure). A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. No further information could be obtained.

Manufacturer narrative:
(B)(4).